Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 8042b crtp implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold and diaphragmatic stimulation was observed. During the revision procedure, an occlusion of the lateral branch that had the existing lv lead was observed; therefore, a posterior vein was used for the replacement lead and the existing lv lead was capped. No further patient complications have been reported as a result of this event.